Event description:
A 3.0mm diameter x 12mm length ave micro stent ii was deployed in the diagonal coronary artery after percutaneous tranluminal coronary angioplasty and rotoblation was performed to the target lesion. After deployment of the stent, it was noted that there was a perforation of the vessel at the location of the stented segment. As a result the pt suffered a cardiac arrest and expired in the cath-lab. The autopsy revealed that the stent had been placed in the diagonal artery at the bifurcation of the left anterior descending artery, which was the same area that had been previously rotoblated. The appearance of the vessel wall of the left anterior descending was opaque, but the diagonal appeared to be translucent and "thinned" in comparison. There was a perforation in the diagonal branch at the location of the proximal segment of the stent, however, the stent did not protrude from the perforation. The perforation was located at the area of the artery that transitioned from the opaque tissue to the translucent tissue. The physician does not attribute the death of the pt to placement of the ave stent.